Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the needle waste drain line tubing was obstructed causing a leak at the bellows. The fse replaced the tubing for the needle drain (tubing through pv20 and pv21) and replaced the solenoid 29 which controls the pinch valve for the needle bellows waste, resolving the reported event. The fse also replaced the tubing through pinch valve (pv22) as incidental service. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the auto mode was not generating any results and approximately 2 mls of blood leaked from the probe of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.